Manufacturer narrative:
The customer¿s report of receiving vasopressin at the incorrect dose was confirmed. Analysis of the pcu event log shows the user entered 0.4 units/min for the dose for the infusion that was started at 11:09 am on 07 march 2019, which made the rate 60 ml/hr instead of 6 ml/hr the infusion ran at this rate until the user changed the dose to 0.04 units/min at 7:33 pm. This made the rate 6 ml/hr. The infusion ran at 6 ml/hr until the device was channeled off at 9:42 pm. The volume recorded as being infused between 11:09 am and 9:42 pm on (B)(6) 2019 was 481.139 ml. The root cause of the customer¿s report of receiving vasopressin at the incorrect dose was due to user programming. No device or tubing was returned for investigation.

Event description:
It was reported that the patient was receiving the incorrect dose of vasopressin. The medication was infusing at 0.4 units/minute, but the medication was ordered for 0.04 units/minute. The programming was corrected on the device, and the patient did not require further intervention. The customer presumes the incorrect dose had been programmed.